Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. Bezoar is a known complication of a j tube placement. (B)(4). The y-connector, click adaptor, peg-tube, external fixation plate, and a portion of the j-tube were returned. A visual inspection was performed. The bolus was not present. No bezoar was observed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018 a patient in (B)(6) underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 it was reported that a gastroscopy was performed to verify if the j tube was in the correct position. It was found that the j tube was in the correct position in the jejunum, however, the tubes were replaced due to age. During the removal of the j tube a bezoar was identified.